Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; fold crease, wear abrasion, delamination of valve, 75-100% of missing plug strap, curved opening, yellow particles in shell, around 0-25% of the shell is missing. The leak test and microscopic analysis was performed which identified; curved striated openings on anterior and posterior, broken shell with striated edge on anterior, total delamination of plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated openings assessed as surgical damage. Broken shell with striated edge assessed as surgical damage. Delamination of plug strap disk shell assessed as adhesive failure. Missing shell and plug strap assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade IV.

Event description:
Healthcare professional reported "a possible left side leak, and left side capsular contracture baker grade IV." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported "a possible left side leak, and left side capsular contracture baker grade IV." Device has been explanted.